Event description:
It was reported by the patient's legal council that the patient received a tka on (B)(6) 2010. On (B)(6) 2012, the patient was revised due to aseptic loosening.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.